Manufacturer narrative:
Product #1 pi main [pi-2020-0224809-01] it was reported to abbott that the patient had a lead explanted. Rep reported that surgery is occurred on (B)(6) 2020 eroded lead was explanted (not being returned). No new implants. No complications. All information pertaining to this event has been reviewed and no further action is required at this time.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing erosion at the lead site. As a result, surgical intervention took place (B)(6) 2020 wherein the lead was revised and the issue was resolved post-operatively.